Event description:
The customer reported fluid leaked from underneath the unit at the left side of the manual probe involving coulter lh 750 hematology analyzer. The customer stated retic laser offset upper fail system error message appeared. The fluid leaked outside the unit. The customer had on personal protective equipment (ppe): gloves and eye protection at the time of occurrence. Patient results were not impacted. No erroneous results were released from the laboratory. The customer did not come into contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) confirmed the fluid leak of the cleaner underneath the unit near the left manual probe. The fse discovered tubing had come off the reticulocyte clearing pump. The fse replaced the tubing on the reticulocyte clearing pump and resolved the issue. Repairs were verified per the established procedures. Results met system specifications. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).